Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users were unable to log in to all stations and were unable to sign in across the facility, with the issue occurring for multiple users. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in to all stations at the facility and issue was happening to multiple users. A technical support specialist (tss) found that disk space on the e: drive was nearly full due to accumulated logs and stored backups. Efforts were made to reduce disk usage, but storage consumption remained high. This condition risked degraded server performance, potential login failures for multiple users, and prevented extract transform load (etl) processes from running, resulting in outdated reports. Based on the deployment guide for the site¿s version and requirements for an all in one (aio) setup with fewer than 15 devices, the current server configuration did not meet specifications. The tss cleared space temporarily and advised the it team to upgrade the e: drive to 250 gb in accordance with guidelines for sql logs and backups. After connecting to the server, all services were verified as functioning, including etl processes running every five minutes and keeping reports up to date. The system functioned as intended after the technical support specialist troubleshot the device.